Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was not reported; therefore, the age of the device, the expiration date, manufacturer date and unique device identifier are not available. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a headache and blurred vision and was hospitalized. A computed tomography scan showed a cerebral vascular accident / acute symptomatic intracranial hemorrhage. Anticoagulation was reversed with prothrombin complex, vitamin k and platelets. The patient became obtunded requiring intubation and emergency surgery for evacuation of hematoma. The outcome was reported as ongoing. Additional information has been requested but has not been provided.